Manufacturer narrative:
We have now concluded our investigation into this complaint. The returned pump was functionally evaluated by our investigation team. It was found that the pump functioned for 5 days before the battery level voltage reached a critical level, which caused the pump to enter an error state for safety reasons. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. From our investigation, the root cause was found to be battery failure. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the pico has no lights flashing, not responsive at all, no lights. Batteries were changed, without effect. No delay in treatment as had another dressing on hand. The device will be sent for the investigation, there is unknown the lot number and part number of the product since the box was discarded.